Event description:
It was reported that during surgery, the blade broke at the mount. It was also reported that the broken piece was fully removed. It was further reported that there was no delays and no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully.